Event description:
It was reported that the patient had a pump replacement in 2005. After the replacement the skin did not close up and the pump started ¿coming back out.¿ the pump was contaminated. The pump was replaced and implanted on the other side. The drug in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# l74357, implanted: (B)(6) 2000, product type catheter. (B)(4).